Event description:
The customer alleged he smelled something burning and found smoke coming from the back of their integra 400 plus analyzer. The customer stated the analyzer was automatically shut down. The customer was advised not to touch the analyzer. There was no fire, no fire alarms, and no smoke inhalation. There were no adverse events. The field service representative went on site. A burn mark could be seen on the power supply. He replaced the power supply. There was dust around the fans, but they rotated when checked by hand.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The exact root cause of this event could not be determined. It was likely this event was due to insufficient cooling or an unexpected failure of an electronic component.